Event description:
Info received indicates, the head of the bed will not rise.

Manufacturer narrative:
The tech found the head up valve was stuck due to contamination on the valve. The tech replaced the valve to repair the bed.